Manufacturer narrative:
No product was returned.

Event description:
It was reported the patient received the following results within 15 minutes: 35 mg/dl (lot 498200) and 78 mg/dl (lot 498181).

Manufacturer narrative:
Correction to h6: results code.